Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. In addition, the pump usb port was damaged and the usb cable needed to be held in place to charge the pump. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.